Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that patient had new discomfort at area around ins site and surrounding area. Physician ordered x-rays. New medical diagnoses for low back pain- arthritis and possible degenerative disc disease. High impedance on electrode 8. Programming covers all areas of pain. Not using number 8 electrode. The issue is not resolved.